Manufacturer narrative:
The technician isolated the issue to the power cord assembly. He replaced the power cord to repair the bed.

Event description:
Info received indicates the ground reading is very high on the bed.